Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with moisture) issue. It was alleged that there was moisture behind the display. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during investigation, there was evidence of short battery life is illustrated with 11 count voltage drop leading to ¿cs128¿ alarm on (B)(6) 2017. Battery compartment is cracked below the grip pad, returned battery cap is able to fit securely there was-moisture corrosion is observed in the battery canister, leak test failed due a battery compartment leak. The pump powered up correctly, all currents reading are above spec, reported ¿short battery life¿ complaint is duplicated. The pump¿s cover was removed, further moisture corrosion was found to the continuous glucose monitor module. (B)(4).